Event description:
It was reported that the patient presented for follow-up with the implantable cardioverter-defibrillator in backup operation due to magnetic resonance imaging (MRI). No interventions were made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.